Event description:
The patient was referred to a thoracic surgeon who repaired the extremely large para-esophageal hernia in which the stomach, part of the spleen, and part of the transverse colon had been displaced into the posterior cardiac space within the thoracic cavity. The hernia sac was removed, the hernia reduced and a 10x16 piece of veritas was implanted in a bridge technique over the hernia defect. The veritas patch was tacked in place with surgical tacks, and then sutured along the borders with an unspecified size running stitch. Two days later, the patient experienced pain and was taken back to the operating room where it was noted that the veritas patch had "given way", allowing the abdominal contents to return to the thoracic cavity. It was noted that the borders of the patch remained sutured and were no disruption; however, the center of the patch did not prevent reherniation. The physician removed the veritas patch and implanted an unspecified size of an alternative patch in its place. The patient is currently doing well. It was further noted that with the reduction of the hernia that the patient's congestive heart failure and atrial fibrillation resolved.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.